Event description:
During use of the device for a non-clinical activity, the user reported the end of the connector of the centrifugal drive motor cable was loose. The user also reported the motor produced a burning smell. Since the event occurred during a non-clinical activity, there was no adverse consequence to a patient as a result of this event.